Manufacturer narrative:
Philips service recommended a software reload and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the suite pc failure caused system reboot during a procedure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.